Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with septum discolored turning into yellow.

Manufacturer narrative:
Investigation: review of DHR¿s revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect reported. Received one unused q-syte unit in sealed package from catalog number 385100; lot number 4149625. One photo was submitted for review. Visual/microscopic evaluation: the septum has a yellow tint based on the review of the submitted photo; the septum¿s have a yellow tint; revealed the same finding as the evaluation of the returned unit. Indeterminate: a definite source that contributed to the yellowing discoloration of the septum could not be established. Contributive factors for this defect could be the storage condition of the end user.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with septum discolored turning into yellow.